Event description:
The customer reported the system will not boot up. When turning on, the unit freezes.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.